Event description:
According to the initial reporter, nursing claimed that the connector came apart from the feeding tube requiring the existing device to be removed and a new feeding tube placed. No patient injury.

Manufacturer narrative:
The device history record file was reviewed indicating that product was released meeting all quality standard requirements. One sample was received for evaluation. A visual inspection was performed and the connector was found to be detached. The visual inspection confirms that the sample has solvent residue on the tube. The reported product is manufactured to withstand a pull force of up to 3.5 pounds; therefore, if a force greater than 3.5 pounds is applied between the purple connector and the tube, then the purple connector will detach from the tube. The presence of the bonding agent between the tube and the purple connector indicates that the feeding tube was assembled correctly. The potential root cause for the reported failure may be an exertion of force greater than 3.5 pounds on the connector. The current manufacturing process was reviewed and all product manufactured is meeting quality and manufacturing specifications. A corrective action is not deemed necessary at this time.. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.